Manufacturer narrative:
Results: the returned jet7 was ovalized at approximately from 117.0 cm to 130.0 cm from the hub. The device was kinked at 127.0 cm from the hub within the ovalized location. The returned device was stretched and the total length was measured approximately 135.0 cm. Conclusions: evaluation of the returned jet7 confirmed a kink and an ovalized distal shaft. If the jet7 is advanced into a parent device without using the peel-away sheath, damage such as this may occur. Further evaluation revealed that the device was stretched. If the jet7 is forcefully retracted against resistance, damage such as stretching may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 kit (kit). During the procedure, the penumbra system jet 7 reperfusion catheter (jet7) was kinked or flattened. Therefore, the jet7 was removed and the procedure was completed using a new jet7. There was no report of an adverse effect to the patient.